Event description:
A malfunction was reported by the customer, identified as code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helping them reset the pump, which successfully resolved the issue. The customer understood the instructions and agreed to contact support again if the malfunction recurred, and was able to continue using the pump.